Event description:
On (B)(6) 2007, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. The final angiogram showed a minor type ii endoleak, but it was left to be monitored. The aneurysm diameter measured 61 mm. On (B)(6) 2007, follow-up examination showed the type ii endoleak persisted. The source of the endoleak was determined to be from a lumber artery. The aneurysm diameter measured 60 mm. On (B)(6) 2008, follow-up examination revealed that the aneurysm measured 62 mm. No endoleak was seen. On (B)(6) 2009, follow-up examination revealed that the aneurysm measured 65 mm. No endoleak was seen. No further information was provided to gore.

Manufacturer narrative:
Additional manufacturer narrative- the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.